Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision. Asr hip resurfacing system - right. Reason(s) for revision: unknown.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number(B)(4). Reason for original complaint asr revision, asr hip resurfacing system - right, reason(s) for revision: unknown, date of revision updated, (B)(4) update spreadsheet dated 8th nov 2011. Update from crawford's email 4th july 2012: date of revision altered date of revision 8th oct 2012, received confirmation of revision date, 24 sept 2012. Patient revised on (B)(4)2011. Added reason for revision, added stem details. Taken from claimsuite dated 27th april 2015. Reason(s) for revision: pain. July 18, 2017 - additional information received from (B)(4): correct surgery date: (B)(6)2008 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Asr hip resurfacing system - right. Reason(s) for revision: unknown. Update: date of revision updated, crawford update spreadsheet dated 8th nov 2011. Update from crawford's email 4th july 2012: date of revision altered. Date of revision 8th oct 2012 *** see update below *** update: received confirmation of revision date, 24 sept 2012. Patient revised on 7 nov 2011. Update - added reason for revision, added stem details. Taken from claimsuite dated 27th april 2015. Reason(s) for revision: pain.